Event description:
Pt had original breast implant with silicone implants on 3/2/81. She had a normal postoperative recovery period. She recently presented to the physician's office complaining of bilateral breast contractures. She elected for removal of implants without replacement on9/2/97. Upon removal, dr stated that the implants were ruptured.